Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with the following pre-op diagnosis: medically intractable right c6 radiculopathy with weakness and numbness in the right arm secondary to large c5-c6 cervical disc herniation. Procedure: 1) anterior cervical discectomy using microdissection technique at c5-c6. 2) anterior cervical arthrodesis using microdissection technique at c5-c6. 3) implantation of size 8 lordotic peek intervertebral biomechanical device cage spacer for anterior cervical arthrodesis at c5-c6. 4) morselized allograft in the form of vitoss combined with autologous bone marrow aspirator from c6 vertebral body and 1/3 of rhbmp-2/acs small bone morphogenic protein sponge for anterior cervical arthrodesis. 5) anterior cervical spine instrumentation c5-c6 using a stryker reflex hybrid 16 mm cervical spine locking plate with 14mm variable angle screws. Per op: a small rhbmp-2/acs bone morphogenic protein solution was prepared and soaked equally into both of the sponges in the small kit. The peek cages was then filled with the vitoss and it was rolled with 1/3 of 1 of the rhbmp-2/acs sponges as matrix for bony fusion inside the peek cage. No complications were reported. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.